Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula housing of the infusion set broke off when the patient was inserting the cannula into the body using the insertion device. No adverse event reported. The infusion set was returned for product evaluation.